Event description:
It was reported that the head of the screw was damaged. No adverse consequences were reported.

Manufacturer narrative:
Summary of evaluation: technical discussion with the surgeon confirmed the damage to the head. Technical limit of the screw in case of hard bone. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.